Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2005 at (B)(6) medical center in (B)(6).' It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). PMA 510(k) unknown. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 02/14/2017 as follows: the patient allegedly received the device implant on (B)(6) 2005 as prophylaxis prior to gastric bypass surgery. The patient is alleging tilt; device is unable to be removed; dvt passed through filter causing pe; pain; anxiety; and depression.

Manufacturer narrative:
Manufacturer reference # (B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, device is unable to be removed, dvt passed through filter causing pe, pain, anxiety and depression". Cook will reopen its investigation if further information is received. Unknown if the reported tilt, device is unable to be removed, dvt passed through filter causing pe, pain, anxiety and depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications.

Manufacturer narrative:
Event description changed to: it is alleged that "patient received a cook gunther tulip filter on (B)(6) 2005 at (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. (B)(4). Investigation- the product was not returned to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on the alleged injuries. There is no evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that "patient received a cook gunther tulip filter on (B)(6) 2005 at (B)(6)." It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.